Manufacturer narrative:
On (B)(6) 2011, add'l info was received in the form of qa results without a lot number. Eval summary: the product lot number was not provided therefore; a batch record review is not possible. It is the requirement to review all finished batch records for conformance to specs prior to release. Any out of spec result is identified and mitigated through the (B)(4) process. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: the benefit risk relationship of the product is not affected by the report.

Event description:
Arthritis [arthritis], pyrexia [pyrexia], rash [rash]. Case description: a spontaneous report was received on (B)(6) 2011 from the hcp of a (B)(6) male pt with a history of osteoarthritis of the knee, renal cancer, and diabetes mellitus, initials s-t, who experienced arthritis, pyrexia, and rash after starting synvisc. The pt received the first synvisc injection on (B)(6) 2011 (exact knee not provided). On (B)(6) 2011, the pt developed arthritis, pyrexia, and rash and was hospitalized. The hcp did not provide the severity of the events. In the opinion of the hcp, all the events are "possibly" related to the use of synvisc in the pt. According to the hcp, at the time of this report, the pt had recovered from the events of arthritis and pyrexia. As of (B)(6) 2011, the event of rash was still ongoing.